Event description:
On (B)(6) 2026, a patient reported via phone that about a month after undergoing a distal radius fracture procedure on (B)(6) 2025 she began flaring up, developing hives, and itching. The patient reported that her symptoms continue to date. There was no additional information provided, and additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.